Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 18 g x 1.16 in. Bd insyte¿ autoguard¿ bc shielded IV catheter packages were open, before use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation: pr #: (B)(4), cr#: (B)(4), type: MDR with samples. Part #: 381044, lot #: 7019701. As reported code: package damage/defective/other event description: the packages were opened. Lot analysis: device/batch history record review: yes. Findings: as this complaint was a MDR, DHR review was performed on the following lot number: 7019701 ¿ the lot number was packaged on afa packaging line 11. Per review of the DHR¿s it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set-up and in process samples (included but not limited) blister thickness, bad seal/cut/holes, seal transfer width and package leak test were performed on various stages throughout the process, all the inspections passed per specifications. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: (B)(4) version I was analyzed to determine the risk to customer. The analysis showed that current risk is acceptable. Occurrence and severity rankings have not changed. Visual analysis: observations and testing: received eight unused iag/bc 18ga unit in partially opened packages from the lot number 7019701. Visual/microscopic examination: 7019701: all eight packages were partially opened at both ends of the blister pack. The analysis of top web adhesive: the product characteristics require a minimum of 1/8¿ seal transfer. This characteristic was met. In addition the paper top web of the returned unit was analyzed under uv light. The glue used to seal the top and bottom webs is uv fluorescent. The analysis revealed an adequate of top web adhesive. Investigation samples(s) meet manufacturing specifications: yes; the returned units provided for evaluation for this incident met the manufacturing specification requirements. Was the device used for treatment or diagnosis? Treatment. Conclusions: the defect of package damage/defective/other, as stated in the description of the complaint was confirmed with the returned unit. Even though the packages came partially opened, all the processes characteristics that directly influence the seal strength are: seal transfer and top web glue, measured within specification. No anomalies were found. Did the evaluation confirm the customer's experience with the bd product? Yes; the customer experience was confirmed based on the evaluation that was performed on the returned unit. Were we able to reproduce the customer's experience with the bd product? No; it was not necessary to achieve reproduction of the customer¿s experience, as the defect was confirmed. Root cause: relationship of device to the reported incident: indeterminate. Comment: although the packages were received opened / partially peeled, there was no physical evidence to confirm or to support manufacturing process related issues for the defect. CAPA (B)(4) has been opened to investigate the package open seal defects and implement corrective actions. Other actions taken (if applicable): product quality is evaluated during the manufacturing and packaging process with prescribed attributes inspections. These inspections are performed by operators to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action(s) are applied according to the quality control plan.